Manufacturer narrative:
Part: 03.010.475. Lot: 7866056. Manufacturing site: (B)(4). Release to warehouse date: 02.jul.2012 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. During the visual inspection it was detected that threaded part of the device is broken. The device is in a very used condition with numerous hammer marks on top of the head as well as at the bottom side of the mechanical stop, below the hexagon. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed due to the received condition and the received picture. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It should be noted that product failure is multifactorial. Based on the information currently available, the returned product indicates that the instrument could have being damaged during surgery. It is likely that the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface), which finally lead to the breakage. Finally, there was no indication that a design or manufacturing issue contributed to the complaint. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent an open reduction internal fixation surgery for a tibial hip shaft open fractures. The connector was attached to the insertion handle at the time of nail insertion and during insertion by hammering, the connector broke at the boundary between the thread part and the rod part. The thread part of the connector remained in the insertion handle but it was removed by grasping it with forceps and turning it. A replacement was attached and hammering was successfully completed. The surgery was completed successfully without any surgical delay. Concomitant devices: unknown hammer (part# unknown, lot# unknown, quantity 1). Unknown insertion handle (part# unknown, lot# unknown, quantity 1). Unknown nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for pc (B)(4).